Event description:
It was reported that the patient had altr revision right hip done (B)(6) 2012. Patient's hip became infected. Doctor explanted hip and implanted spacers. Doctor said there was massive continued soft tissue necrosis. Doctor said additional revision will be done when infection clears.

Event description:
It was reported that the patient had altr revision right hip done (B)(6) 2012. Patient's hip became infected. Doctor explanted hip and implanted spacers. Doctor said there was massive continued soft tissue necrosis. Doctor said additional revision will be done when infection clears.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6276-7-015, lot # caxmc03d, description: mod con dist stem 15 x 155 mm. Cat # 6276-1-023, lot # 40276805, description: 23mm mod rev hip body/bolt stdcomponent level (B)(4). Cat # 6570-0-228, lot # 40689701, description: delta v-40 ceramic head 28/+4. Cat # 509-02-58f, lot # mlkm51, description: tritanium revision acetabular. Cat # 2080-0040, lot # mjlj2h, description: gap plate screws. Cat # 2080-0035, lot # , mlkn97 and mlke35. Description: gap plate screws. Cat # 2080-0015, lot # mlmm51, description: gap plate screws. Cat # 2060-0000-1, lot # mlmrhd, description: acetabular dome hole plug. Cat # 6704-0-520, lot # 40366507, description: d-m 2.0mm beaded cable set vit. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. (B)(4): not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the results will be provided in a supplemental report.